Manufacturer narrative:
(D10) concomitant devices: 300-01-11 - eq humeral stem primary, press fit 11mm: (B)(6). 300-50-45 - 4.5mm short rep plate: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from humeral loosening and/or glenoid loosening. However, the reported humeral loosening and glenoid loosening could not be confirmed from the reported information. Additionally, potential contributions of user and patient-related considerations to the event could not be assessed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report 2 of 2: it was reported that the patient underwent an initial total shoulder replacement on the right side, then experienced a humeral fracture from a fall approximately 4 years after initial implantation. Additionally, 3 months later, the patient was diagnosed with prostate cancer and underwent ca treatments. Subsequently, the patient has experienced increased pain and limited function due to aseptic humeral and glenoid loosening. As a result, approximately 5 years after initial replacement, the patient underwent a right shoulder revision; revising from tsa to rtsa. No further impact to the patient was reported. No other information is available.